Event description:
It was reported that this integrated programmer showed a display touch anomaly, the screen was blocked. The physician had to reboot this product for it to work, however after some hours the issue appeared again. This integrated programmer was taken out of service and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection showed no observable damage. Functional testing and baseline checks were completed, this product failed the peak amplitude testing but passed the baseline evaluations. This programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The touchscreen was tested for functionality and calibration; it was not responding in the plus button in the left ventricular channel. Moments later the touchscreen was noted to be operating as normal, indicating the failure is intermittent. The software of the device was reloaded, and failure of the touchscreen was no longer observed. The touchscreen issue was validated in manufacturer test interface (mti) menu and validated for 1 hour, no issues were detected. In addition, due to the observed peak amplitude test failure, the mti commands were given to validate the peak amplitude, where it was replicated. Upon internal analysis, when a known good microphone cable was swapped out for the return component, product defect disappeared. Laboratory analysis was unable to determine how or why the touchscreen became intermittently unresponsive, but it was resolved reloading the device software. No error or fault codes were recorded in the programmer's logfile. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.